Event description:
Additional information received from the patient reported that they received the replacement recharger and it works for 2 weeks and it started charging intermittently making impossible to charge on a regularly. The reported that after removed the battery and re-inserted it, it started to work. The patient reported that the issues have been resolved.

Manufacturer narrative:
Continuation of d11: product ID 97755 serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins will not charge past 70%. The patient reported that it that it usually takes 10-15min to get to 100% but the past few days it will not charge any further than 70% even after an hour. The reported that in the past a hard reset of controller had help but is no longer resolving it. The patient reported they continue to get "crazy error messages" such as "low battery" and said that this is ridiculous because of her dedicated charging routine. No patient complications have been reported because of this event.